Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the balloon failed to inflate. The target lesions were gallstones located in the bile duct. An extractor xl 8.5 mm balloon had been selected to sweep out the gallstones. While preparing the device, it was noticed that the balloon would not inflate. The device did not come into contact with the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".